Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient two days post-op, that their doctor called them, and stated that the pacemaker is not working. No further information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.